Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was in a drug rehab canter and their pump was empty and had been alarming for 3 weeks. The caller stated that they had limited knowledge on the infusion system and had no 8840/tablet to interrogate the pump. It was noted that the patient had been discharged from their managing hcp due to noncompliance. No symptoms were reported. The caller was redirected to the follow up with a device manufacturer representative to have the pump interrogated. No further complications have been reported as a result of this event.